Event description:
Staff members were treating a 60 year old female pt who required pacing. The rate dial was set at 60 bpm, but it was only pacing at 30 bpm. The staff adjusted the unit to 90 bpm so the unit would pace at 60 bpm. The unit captured the pt's heart rate and there was no adverse effect on the pt.